Event description:
The lay user/patient contacted lifescan on may 23, 2007 and alleged that her one touch ultra meter was not powering on. The medical affairs specialist (mas) called and spoke with the patient on may 24, 2007. The patient informed the mas that the meter had stopped powering since 4 days prior to the event. She tests her blood glucose 4 times a day and was taking a set amount of oral medication (glyburide) at that time. In 2007, in the morning around 8 am, the patient developed symptoms of dizziness, weakness, thirst, and dry mouth. She attempted to test on the reported meter, but it would not turn on. She then went to the emergency room and was tested there on the ER meter with a result of 302 mg/dl. She was given an oral medication and she felt better after taking he medicine. She was also placed on a new insulin regimen (did not recall type/dosage) prior to being released from the ER. The patient did not have the meter with her at the time of the initial call or when mas spoke with her and therefore, could not provide the serial number. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The battery was checked and it was correctly installed and replaced per the owner's manual. This complaint is reported, because the patient alleged she was not able to test and obtain results 4 days prior to and at the time she was experiencing symptoms. She claimed she was treated with oral medications at the emergency room. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.